Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the issue related to insulin pump label was damaged. It was also reported that the pump was exposed to water and stopped working. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer mentioned that the there was a fluid in battery compartment, reservoir compartment and lcd display. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with the flashing medtronic logo during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the flashing medtronic logo. Unable to download history files or traces due to the flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay and damaged/faded serial number label. The damaged/faded label was confirmed during analysis. The flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.